Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2017. The fse cleaned the injection probe mechanical assembly and cleaned the guide rods (vertical with gauze & isopropal alcohol). The fse also cleaned the leadscrew with ipa & gauze and dried with compressed air and applied a thin film of trilow. The fse manually drove the mechanism with power off several times to the limits of up and down motion. The fse also exercised the sample probe mechanically in service mode. The analyzer ran three racks of patient samples without any injection failures or chromatography problems, the repair was now completed and no further action required by the fse. The g8 analyzer was functioning as intended with all errors cleared. The most probable cause of the reported event was failure of sampling system. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 a customer reported z-1 axis error 710 with the g8 analyzer. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.